Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (b5 and h11) and to provide an update to field (h3). The subject device was manufactured on may 2024 based on the provided 3 digit lot information. However, the exact manufacture date is unknown. The device was evaluated by olympus, and it was confirmed that the subject device was torn vertically and broken. Additionally, the user did not attach the distal cover properly with fixed tape and the distal cover was not applicable for combination attached to scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to the following reasons: ·the product was torn and fell into the body because it was attached to an endoscope made by another company (fujifilm (B)(4)). ·the product was not secured by the medical tape. Therefore, the product was easy to fall off. However, the root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: "be sure to wipe away any excess lubricant before mounting the instrument, and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage." "These instruments have been designed to be attached to the distal end of the specified endoscope to keep the suitable depth of endoscope¿s view field. Do not use these instruments for any purpose other than their intended uses." "Use this instrument only in combination with products recommended as blow. If combined with other products, patient or operator injury, malfunction or equipment damage may result." Additional information inadvertently left out: it was reported that when the distal cover was attached to the endoscope, no difficulty was felt. No lubricant or medical tape was used on the subject device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a procedure, the device fell off inside the patient's body. It was immediately retrieved and replaced with another, and the procedure was completed. There was no harm or injury to the patient.